Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer was unable to duplicate the error message after powering off the device before connecting and disconnecting the scope. The doctor did not want to take the risk of the error reoccurring; therefore, tac recommended the device to be sent in for repair. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The event occurred during an unknown procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it is likely the cause is related to a foreign object in the electrical contact or unsuccessful communication between the cv and the scope. Per the instructions for use: 9.2 troubleshooting guide code: b30 error message: scope communication err (b30) possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. The video system center cannot communicate with the endoscope. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Stop using the endoscope and contact olympus. Olympus will continue to monitor field performance for this device